Event description:
It was reported that this right ventricular (rv) exhibited loss of capture. In addition, the patient experienced discomfort and stimulated heart tissues. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) exhibited loss of capture. In addition, the patient experienced discomfort and stimulated heart tissues. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.